Manufacturer narrative:
Corrected patient info (added identifier and dob). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Review of the submitted photos provided that the driveline damage was on the modular cable. The submitted image also did not reveal damage to the pump cable.

Event description:
It was reported that a patient presented with multiple low flow alarms during the past few nights. Their vitals were stable, and the only other symptoms they were experiencing were transient tingling in the face and thumping in the chest. Upon assessing their driveline, something like a tear was noted. The patient said the rubber came apart and they just pulled it back down over the tear in the rubber. Log files were sent for review, and the event log captured low flow events on 10feb, 11feb, and 12feb2025. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 liters per minute during the events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) is dynamic and elevated. These flow readings did not appear to be the result of any external equipment malfunction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h6: health effect - clinical code, health effect - impact code, and medical device problem code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files confirmed the reported event of low flow alarms; however, a specific cause could not be determined through this evaluation. The system controller event log file contained events from (B)(6) 2025. Intermittent low flow hazard alarms were captured throughout the duration of the log file when the calculated flow dropped below the low flow alarm threshold of 2.5 liters per minute. No other notable events or alarms were captured, and the system appeared to operate as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including neurological events (not stroke-related), that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. Several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.